Event description:
It was reported that after 12 hours from the case (sigma resection for a cancer), the patient showed a proctorrhagia. It was performed a rectoscope which gave evidence of a clot in a portion of the staple line. The patient underwent another surgical operation in order to apply manual sutures and blue methylene. In the portion of the staple line with the clot, there were open staples. The current status of the patient is ok. The device used was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Packaging lot # = h4420e or h43v8n or h43t22 (suspected lot numbers) additional information: the resection was performed with an articulating echelon. He used an eh40 purse string. The trocar was placed lateral, but near the staple line. Everything was ok during the firing. They did a leak test and the anastomosis was perfect. The patient is a male, (B)(6) old. The surgeon is an expert user of ethicon circular stapler (9 or 10 years). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.